Event description:
Per the clinic, the patient experienced skin overgrowth and an infection around the abutment. The patient underwent skin revision surgery to remove the excess skin under general anaesthetic (specific date not reported) and subsequently was treated with steroids, oral and topical antibiotics (specific date and duration not reported).